Event description:
Rptr has breast implants since 1990. Since that time, rptr has had continued neck and shoulder pain, headaches, and right arm pain. Has had physical therapy and has consulted with an internist, a psychiatrist, and a neurologist. These physicians could not confirm if symptoms were associated with her implants. Has not gone back to the plastic surgeon who put in implants to consult with him. Has gathered info about silicone implants and feels that she is stuck between a rock and a hard place and would like further info if it is available.